Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported that the patient was experiencing shocking type pain at the ipg site. It was noted that the physician prescribed lidocaine cream but it did not help and the pain had gotten worse. Data base analysis that the ipg revealed no anomalies.

Event description:
It was reported that the patient was experiencing shocking type pain at the ipg site. It was noted that the physician prescribed lidocaine cream but it did not help and the pain had gotten worse. Data base analysis that the ipg revealed no anomalies. Additional information was received that the patient underwent a revision procedure wherein, the ipg was adjusted and patient was doing well postoperatively.